Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi). The 75% stenosed target lesion was located in the circumflex (cx) artery with a 3mm reference vessel diameter and a 14mm lesion length. A 3.00x16mm liberte stent was implanted. Residual stenosis was 5%. There was a crossing failure (failure to cross calcification) and suboptimal deployment of the stent. During the index procedure the patient experienced a posterior mi that was target vessel related and was in the lesion of the target vessel. ECG changes (new q wave) and a rise in cardiac markers (posterior) were documented. The patient was on anticoagulant therapy (other) and asa at the moment of the mi. No additional details were provided. The patient was discharged on the day of the index procedure without angina or silent ischemia. Discharge medications were asa 100 mg/day for 12 months and clopidogrel 75 mg/day for 12 months.